Event description:
It was reported that during procedure, it was noticed that the fiber snapped inside a semi-rigid ureteroscope. All parts were retrieved. No fragments fell inside the patient. The procedure was completed with another of the same device. There were no patient complications.